Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the proximal to mid right coronary artery. A 4.00x38mm promus element plus drug-eluting stent was advanced for treatment. However, on initial inflation at less than working pressure, the stent delivery balloon ruptured. The device was completely removed without intervention and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable. It was further reported that the physician separated the stent from the stent delivery system outside the patient.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the proximal to mid right coronary artery. A 4.00x38mm promus element plus drug-eluting stent was advanced for treatment. However, on initial inflation at less than working pressure, the stent delivery balloon ruptured. The device was completely removed without intervention and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the proximal to mid right coronary artery. A 4.00x38mm promus element plus drug-eluting stent was advanced for treatment. However, on initial inflation at less than working pressure, the stent delivery balloon ruptured. The device was completely removed without intervention and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable. It was further reported that the physician separated the stent from the stent delivery system outside the patient.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element plus, mr, ous 4.00x38mm stent delivery system was returned for analysis. The device was returned without the stent. The balloon was reviewed, and issues were noted. No stent was attached to the balloon and the folds appeared to be unfolded but not expanded. A 2mm tear/break was also noted in the proximal balloon cone region 5.1cm proximal to the distal tip. A red/brown blood like substance was observed on the inside of the balloon. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found issues with bunching of the inner lumen at 10cm proximal to the distal tip. No other issues were identified during the product analysis.